Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, an errhwbdt was displayed on the receiver. No additional event or patient information is available. No product or data was available for evaluation. Confirmation of the error icon and a probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. A receiver charge test was not performed due to the receiver perpetually rebooting. A receiver boot test was performed and failed due to the receiver perpetually rebooting. Functional tests were not performed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The receiver log was not downloaded and reviewed due to the receiver perpetually rebooting. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.